Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('had prior tubal occlusion device placement but this is not visualized') and hydrosalpinx ('hydrosalpinx') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. Concurrent conditions included hydrosalpinx, depression, anxiety, vomiting, bipolar disorder, low back pain, arthritis, nausea, chest pain and blurred vision. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), hydrosalpinx (seriousness criterion medically significant), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection") and urinary tract infection ("uti"). At the time of the report, the device dislocation, hydrosalpinx, pelvic pain, genital haemorrhage, vaginal infection, vaginal discharge, psychological trauma, bladder disorder, urinary tract disorder, cystitis and urinary tract infection outcome was unknown. The reporter considered bladder disorder, cystitis, device dislocation, genital haemorrhage, hydrosalpinx, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment pain,urinary,bladder problem. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2017: mildly prominent endometrial stripe measuring up to 16 mm. This may be related to phase of menstruation. Clinical correlation is suggested. No other focal abnormality is identified on examination. The patient has reportedly undergone prior tubal occlusion device placement but this is not visualized on the examination. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation, hydrosalpinx. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-apr-2021: medical record received. Events added: had prior tubal occlusion device placement but this is not visualized and hydrosalpinx. Reporters information, lab data and medical history added. Case became medically confirmed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.